Manufacturer narrative:
The failure investigation has been completed and the alleged issues were verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touch screen became shattered. Subsequently, the pump displayed an unspecified malfunction alarm and shutdown unexpectedly. Customer's blood glucose level was 207 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.